Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 250 mg/dl while using the ilet system with a teflon inset in the abdomen; the event followed a late meal announcement, and subsequent corrections reduced glucose into range overnight. No adverse clinical symptoms associated with hyperglycemia followed by hypoglycemia to 74 mg/dl, which was treated with oral liquid glucose resulting in recovery to 150 mg/dl. Outcomes included transient hyperglycemia and transient hypoglycemia without hospitalization, with glucose in range at the time of the call. Investigation included customer care troubleshooting and education focused on meal announcement timing and correction use. Investigation of this case revealed use error related to late meal announcement as the primary factor; device performance and infusion set function were not reported to be compromised. It was concluded, based on previously established findings for similar reports, that the cause was user-related timing of meal announcement leading to initial hyperglycemia and subsequent correction-associated hypoglycemia.